Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies and resumed insulin and customer changed the cartridge and resumed insulin. There was no adverse impact to the customer¿s blood glucose level.